Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was unable to verify the customer's reported issue. Model lap top ventilator 900 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 900 went inoperable (inop) while connected to a patient. The unit alarmed ventilator inoperable (inop) and could not be reset. The customer confirmed there was no patient harm associated with the reported event. The customer suspects that the sense lines for the patient circuit became occluded and caused the issue as their biomedical technicians could not duplicate the reported issue.